Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A revision total shoulder replacement was undertaken due to the pt presenting to the surgeon's rooms with pain in the shoulder. On inspection of the open shoulder joint the global cap was well positioned and well fixated. The unsurfaced glenoid was noted to be worn and showed signs of osteoarthritis.